Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 85% stenosed de novo eccentric lesion measuring 4.2mm in diameter and 6mm in length was located in a moderately tortuous left main coronary artery (lmca). The lesion was not predilated. A 3.50x8mm taxus liberte' drug eluting stent was advanced to the lesion when a mach1 guide catheter became unengaged. The stent to dislodge in the lmca. The stent was retrieved with a snare. The procedure was completed with a non bsc stent. No further patient injuries or complications occurred. Patient's status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the stent was returned without the stent delivery system (sds). The stent was stretched throughout. A kink was identified approximately 7mm from one end of the stent, and another kink was identified approximately 13mm from the other end of the stent. Three entire rows of struts from one end of the stent were squashed. The manufacturing records were reviewed, and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors.(B) (4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 85% stenosed de novo eccentric lesion measuring 4.2mm in diameter and 6mm in length was located in a moderately tortuous left main coronary artery (lmca). The lesion was not predilated. A 3.50x8mm taxus liberte' drug eluting stent was advanced to the lesion when a mach1 guide catheter became unengaged. The stent to dislodge in the lmca. The stent was retrieved with a snare. The procedure was completed with a non bsc stent. No further pt injuries or complications occurred. Pt's status is satisfactory.